Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the vlv evolutfx-29, the patient experienced a new left bundle branch block (lbbb). The procedure was conducted under general anesthesia with arterial access via the left subclavian. The site considered these complications as possibly related to the device and not related to the procedure. Device and procedural success were both achieved. The patient had a medical history of aortic valve steno-insufficiency, nyha functional class iii, dyslipidemia, hypertension, previous acute myocardial infarction, coronary artery disease, renal failure (not on dialysis), neoplasia within the last 5 years, and major arrhythmias. Previous interventions included coronary angioplasty, and ongoing pharmacological therapies included asa, thienopyridines, and furosemide.

Event description:
It was reported that during an implant procedure involving the vlv evolutfx-29, the patient experienced a new left bundle branch block (lbbb). The procedure was conducted under general anesthesia with arterial access via the left subclavian. The site considered these complications as possibly related to the device and not related to the procedure. Device and procedural success were both achieved. The patient had a medical history of aortic valve steno-insufficiency, nyha functional class iii, dyslipidemia, hypertension, previous acute myocardial infarction, coronary artery disease, renal failure (not on dialysis), neoplasia within the last 5 years, and major arrhythmias. Previous interventions included coronary angioplasty, and ongoing pharmacological therapies included asa, thienopyridines, and furosemide. Additional information was received that approximately six months post-implant, the patient was hospitalized due to anemia and one unit of blood was transfused. The physician assessed the event as possibly related to the device and the implant procedure.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.